Event description:
Reporter indicated that the calcium result for one sample run on the device was 9.4 mg/dl. Reporter indicated that a reference laboratory ran the same sample and reported the calcium result was 10.6 mg/dl. The reporter indicated that no treatment was given on the 9.4 mg/dl result. The field service engineer verified the functionality of the instrument and replaced the calcium reagent on the instrument with fresh reagent. The field service engineer reported that the calcium results correlated with the reference lab results after the reagent on the instrument was replaced.